Event description:
Boston scientific-target was notified that while injecting contrast-medium, it leaked out. After withdrawing the spinnaker elite flow directed 1.5 f-xl with hydrolene, the physician found that tere was break near the hatch. The patient's condition was not affected by this event.